Event description:
Speedband superview super 7 endoscopic ligator by boston scientific malfunctioned i.e. It did not deploy the bands when handle turned. Accurate set-up confirmed by endoscopist & clinical coordinator (not user error). Unit was discarded & new one (w/same lot # & expiration) was used successfully. Lot #36412193, boston scientific ref catalog # m00542250, speedband superview super 7 (multiple band ligator), exp date 4/26/26, quin blanding (boston scientific rep) notified via email [date redacted].